Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 313 mg/dl. The pump was replaced to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.